Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse tested and verified the integrated electrosurgical unit erbe (erbe) generator and foot pedal assembly and found no issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) while on a three-way call with the surgeon to report that the monopolar curved scissors (mcs) instrument was firing without the pedal being depressed. The isi tse viewed system event logs and noted error 25913 m-12. The isi tse asked the surgeon which port they were connected to. The surgeon stated that they were connected on the bottom monopolar port, and the surgeon disconnected it. The isi tse asked the site to ensure that the foot pedals in the vision side cart (vsc) drawer were not being depressed; staff confirmed they were not. The isi tse recommended power cycling the integrated electrosurgical unit erbe (erbe) generator and swapping to the third port. The staff power cycled and swapped ports, and the surgeon stated mcs was functioning properly. The procedure was completed as planned with no reported injury.isi followed up with the site's robotics coordinator (roco) and obtained the following additional information: the roco confirmed that the procedure was completed robotically with no injury /harm to the patient. They were not sure what caused the issue. The mcs instrument was inside the patient's body when the issue occurred, but the mcs was not touching the tissue. Thus, there was no injury to the patient. The surgeon also was not touching the pedal. The issue did not occur again. There was no procedure delay.